Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male pt underwent aaa repair in 2006. The pt received a zenith main body and three zenith iliac legs. The procedure was conducted without reported incident; however, there was a persistent type ii endoleak present on follow-ups. In 2009, the pt was presented to the facility with abdominal pain. A CT scan was performed and revealed a proximal type I endoleak and a ruptured aneurysm. The physicians at the facility decided to repair the proximal type I endoleak with a zenith renu endograft. A zenith iliac leg was placed as well as another manufacturer's 16mm occluder plug and a fem-fem bypass graft. The endoleak was still present and the physician decided to place another manufacturer's stent within the renu proximal seal zone. Completion angiogram showed no evidence of any endoleaks. The pt's current status is unk.